Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 260 mg/dl. She was unable to troubleshoot and called back later. During troubleshooting, she stated that the tubing may have an air bubble. She disconnected at the quick release and insulin did exit the tubing during prime. The customer removed the cannula and it was bent. Blood glucose level was 290 mg/dl. The product will be returned for analysis.